Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using packing coil lps, a lp system detachment handle (handle), and a non-penumbra tapered microcatheter. It was noted that the patient¿s vessel was tortuous. A packing coil lp was advanced through the microcatheter into the target vessel; however, the packing coil lp failed to detach using the handle. The physician decided to remove and resheath the packing coil lp. While attempting to remove the packing coil lp, the physician experienced resistance, and the embolization coil unintentionally detached within the microcatheter. The packing coil lp pusher assembly was then used to push the embolization coil into the target location. The same issue occurred with two additional packing coil lps. Both embolization coils were also pushed into the target location using their pusher assemblies. The procedure was completed using seven non-penumbra detachable coils and the same microcatheter. There was no report of an adverse effect to the patient.